Event description:
A malfunction alarm occurred with the pump, displaying a non-resettable code. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a multiple daily injection (mdi) as backup therapy, and a replacement pump was provided by technical support. The customer was also guided on how to put the malfunctioning pump into storage mode before returning it to tandem.